Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any relevant additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The customer reported that while changing the transfer set, it was noticed that the set's connector was not well connected with the titanium adapter. The customer reported that there was a gap (3mm) at the connection of the transfer set and titanium adapter. There was no visible damage to or residue on the threads of the transfer set connector. There was patient involvement but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.